Event description:
The clinician reported that the previously working remote monitor was unable to complete the send phase of the manual remote transmission; repeat dialing. Set up was verified to no avail, then the patient reported trying to transmit from another location and the monitor would not power on. The patient shook the monitor and the green power light came on. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.